Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected.